Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer that the filter on the IV tubing doesn't allow to prime throughout line.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was primed with water with no issues of leakage, air-in-line, or occlusion. The extension set was then connected to a sample bd infusion set and a simulated infusion was conducted at a rate of 125 ml/hr. The amount of fluid dispensed after an hour was accurate. The customer complaint of flow issues - accuracy was not verified. A root cause was not determined because the failure was not replicated. A device history record review for model 10013902 lot number 24099419 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.